Manufacturer narrative:
Correction: h10 additional related report numbers should have been filled with mw5165832.

Manufacturer narrative:
Voluntary medwatch report received: mw5165832.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead had exhibited low pacing impedance. No intervention was performed. A follow up showed that the rv lead measurements were back within the range. There were no patient consequences. The patient will be further monitored.